Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.correction: d10, h2, h3 - device return status was updated to returning.

Manufacturer narrative:
The customer reported the device is being retained. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a balloon dilatation catheter (bdc) was securely attached to the indeflator. When negative pressure was applied to the indeflator and then back to neutral before positive pressure (inflation) was applied, a lot of air was in the indeflator chamber. The user had to disconnect the indeflator, remove the air from indeflator chamber, and then inflate the bdc with the indeflator. Another bdc was attached to the indeflator, but the same thing happened. A three-way stopcock was attached to the indeflator and the same thing happened. When they went to neutral from negative, a lot of air would enter the indeflator chamber. The indeflator was removed and replaced with another one. The procedure continued without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.